Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: was closing the access site with manta 14 after index procedure but couldn't insert the bypass tube through the hemostasis valve of manta sheath. The whole device was changed, and the access site was closed successfully with the new manta, despite similar difficulties to insert the closure device through the hemostasis valve (more force had to be used) associated to: MDR 3010252479-2022-00277 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 14f ce manta was planned for closure in the left common femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while advancing the bypass tube into the sheath hub. The first manta 14f ce device and sheath were removed off the guidewire and a new 14f ce manta device and sheath were deployed. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered similar difficulties while advancing the bypass tube into the sheath hub. However, despite the similar difficulties, the physician applied more force, and was successful in closing the puncture site and achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00277 manta.